Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer display issue. The display flex tape was damaged. Analysis also noted that the lower display hinges were worn out and the programmer had internal corrosion. Due to the internal corrosion the programmer was scrapped. A replacement programmer was sent to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display screen would go blank when adjusting the screen angle to view the screen. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.